Manufacturer narrative:
Reliability analysis inspected 1 opened/used enlite sensor and performed bicarbonate buffer test per specifications. Sensor failed due to low readings.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called to report that her sensor and pump are no longer communicating. Customer's issues were with sensor glucose verses blood glucose differences. Customer's blood glucose reading was 264 mg/dl. Troubleshooting was done. Nothing further was reported.